Event description:
The facility reports the resident was in the wheelchair. The caregiver placed the resident on the sling and lifted her to put her to bed. At the top of the lift, the spreader bar came off. The resident landed on the floor with the spreader bar on top of her. The resident sustained a fractured nose, rib, and pelvis. The resident went to the ER and was in the hospital for two days. Resident received stitches on her nose and was put on total bed rest until recovered. The lift was inspected and was found to be in poor condition. The base plate was broken, the paint on the legs and column was worn, the cover strips were broken, the lift straps frayed and soiled with black grease. The pin going through the spreader bar had sheared off. The customer was not sure which sling was involved in the event.

Manufacturer narrative:
Additional information will be provided upon the conclusion of the manufacturer's investigation.